Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) leaked at the needle connection to the adapter during use. The device was being used with "rituximab sc" and "bortezomib sc", and the attached needle was a "25 gauge subcut needle" that was luer-locked onto the connector. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "we have had two issues now in the last week where, after the nurses have adding the needle to the end of an syringe that has the phaseal adaptor on it, for a sc injection, it is leaking at the point where the needle attaches to the adaptor. It happened with rituximab sc and now bortezomib sc. They are attaching a 25 gauge subcut needle." "Leak was noted at the end of administration for each occurrence." "They luer-locked a needle onto a connector and connected it to a syringe with an injector previously attached."